Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error and motion sensor test failure. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. Customer reported a motion sensor test failure. Customer had a high blood glucose of over 300 mg/dl and treated with manual injection. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit had constant motor error alarm during rewind test due to corroded motor home switch. The electronic assembly had moisture damage. Unable to perform the displacement test, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test or verify motion sensor test failure alarm due to motor error alarm.